Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer inspected the system onsite and confirmed that the system not booting. Upon doing some functional test fse confirmed that there is a malfunction in power. The fse guided of pdm reconfigured and restore sd card back up, after repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was not booting. The device was not in clinical use at the time of the event. No harm was reported. Philips has started an investigation of the complaint.